Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to reproduce the issue when the unit was placed on an in-house system and was run in normal mode. Upon visual inspection, the unit was in good condition.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the intuitive surgical, inc. (Isi) field service engineer (fse) directly that the coag function of the monopolar instrument did not work. The customer confirmed that they have tried another instrument cable and monopolar curved scissors (mcs) instrument. The same behavior occurred on both monopolar ports. There was no reported injury. Isi followed up with the isi clinical sales representative (csr) and obtained the following additional information: the operation was completed with the erbe generator, but only with yellow mono-current, so there was no delay in the surgery. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.